Event description:
Store manager reported the MFR that customer was shocked when passing through an "eas" system. The event reportedly occurred in december of 1999 but was not reported to the store until june of 2000. The "eas" system is a sensormatic ultra max system. The pt states that their ipg was on at the time of the event and that pt was approximately in the middle of the "eas" gates, which were reported to be less than 4 feet apart, when the shock occurred. Pt described the shock as very strong but did not report any injury. MFR personnel has made repeated attempts to contact pt's hcp but has received no response.